Manufacturer narrative:
The customer reported complaint that the autopulse platform, sn: (B)(4), displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the driveshaft does not rotate smoothly was confirmed during archive data review and functional testing. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was difficult to rotate and exhibited binding and resistance due to a sticky clutch plate, caused by sharp edges from all 12-hex edges of the armature plate. During visual inspection, unrelated to the reported complaint, the front enclosure had a crack, and the battery lock was broken. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure and battery lock will be replaced to remedy the damage. A review of the archive data showed (ua) 45 errors: thus, confirming the reported complaint. Functional testing failed due to the (ua) 45 displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was returned to the home position using the administrative menu to remedy the error message. The sticky clutch will be deburred to allow the driveshaft to rotate smoothly. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform, sn: (B)(4), displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The territory rep attempted to clear the (ua) 45 and was able to rotate the driveshaft back to the home position but the driveshaft does not turn smoothly, and he was unable to clear the error message. No patient involvement.